Event description:
It was reported that the patient was a twiddler and pulled her lead out. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other : device evaluation anticipated but not yet begun.